Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain unknown') in an adult female patient who had essure (batch no. 880435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 160 lbs. Concurrent conditions included overweight. In 2012, the patient experienced urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems changes: unknown"), urinary tract disorder ("bladder or urinary problems changes: unknown") and constipation ("severe constipation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), uterine biopsy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea and fatigue had resolved and the cystitis, urinary tract infection, migraine, dyspareunia, vaginal discharge, weight increased, abdominal pain, bladder disorder, urinary tract disorder and constipation outcome was unknown. The reporter considered abdominal pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain unknown') in an adult female patient who had essure (batch no. 880435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 160 lbs. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems changes: unknown"), urinary tract disorder ("bladder or urinary problems changes: unknown") and constipation ("severe constipation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), uterine biopsy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea and fatigue had resolved and the cystitis, urinary tract infection, migraine, dyspareunia, vaginal discharge, weight increased, abdominal pain, bladder disorder, urinary tract disorder and constipation outcome was unknown. The reporter considered abdominal pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received- lot number was added. New events bladder or urinary problems or changes unknown and severe constipation were added. Essure implant and explant date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Concurrent conditions included overweight. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), uterine biopsy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea and fatigue had resolved and the cystitis, urinary tract infection, migraine, dyspareunia, vaginal discharge, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs+mr received- new events urinary tract infection, bladder infection, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, abdominal pain were updated. Event injury updated to pelvic pain. New reporters, patient information, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.